Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that the stapler was shot and the blade did not return completely. The surgeon used the reverse button to open the stapler, the reload was changed, and in this new shot, the blade did not advance. The reverse button was used again and the doctor asked to change the stapler and reload. There was no delay in surgery and the procedure was completed successfully. No patient consequences were reported. No further information is available.